Manufacturer narrative:
Iinitial and final MDR 1885089 - device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that patient faced five infusion set fell off during use events. The infusion sets had been used for less than a day. The blood glucose level was 300 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.